Manufacturer narrative:
No blank display during testing. No damage found on the lcd or isolation tape noted. However, the insulin pump received with no button response due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube, broken reservoir tubelip, broken belt clip slot and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 75 mg/dl. Troubleshooting was performed. The device was returned for analysis.